Event description:
It was reported via legal notification that a patient had bilateral total knee arthroplasty on (B)(6) 2010, with no revision date. This is the case for the right knee. The patient complains of the following injuries for the right knee: loosening requiring surgical intervention to be scheduled; soft tissue abnormality, pain and swelling, worsening with activity. There is no other patient demographic or medical history available. There are no images of the device provided. No other information is available. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
B3. (B)(6) 2010 is implant date, no revision has been reported. D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. There is no other information available. These devices are used for treatment not diagnosis. Pending investigation.

Manufacturer narrative:
1038671-2024-03866 h6: corrected health effect - clinical code, health effect - impact code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and loosening additionally, the devices were implanted for over ten years prior to the reported failure(s). And/or inclusion of the polyethylene in the packaging recall. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.